Event description:
On 07/2002, the user facility's head nurse informed the distributor's sales representative of the following: device placed in pt completely and aspiration would not work. Device removed, another device was placed consistent with same catalog and lot number.